Event description:
It was reported that the catheter was inserted problem free. One lumen was connected with cold-system (pulsion) for cardiac measurement output. The other lumen was used for the application of a solution (cardiac green). An interlumen crossover was suspected as the central venous pressure increased. The catheter was removed when the patient examination was finished. The customer tested the catheter to see if there is an interlumen crossover and flushed the catheter. There were no reported pt complications.

Manufacturer narrative:
Evaluation: the catheter was tested in the lab. It was confirmed that there was leakage/crossover found in two of the four lumens when the tip of the catheter was clamped and pressurized with air while submerged in water. The juncture hub was cut open and inspected. Very small size breakage at the wall between lumens was found. Product lot number was not reported and therefore, it was not possible to review the DHR. Catheters are 100% flowleak tested in manufacturing and all defective parts are discarded. We suspect that excessive pressure was used and the intraluminal wall broke. Use of a syringe smaller than 10ml to irrigate or declot and occluded catheter can cause intraluminal leakage or catheter rupture.